Event description:
The patient reported the needle button had popped out after wearing the v-go for 8 hours and 30 minutes and she pushed it back in. The patient did hear the needle button click when the patient first put the v-go on this morning and saw that it was flat inside the device.